Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee arthroplasty, the surgeon attempted to insert the articular surface as usual, but the articular surface would not engage. The surgeon attempted to insert the articular surface several more times before opening another and implanting it.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device shows nicks and gouges. Also, the dovetail feature is flared and compressed. Device history record was reviewed and no discrepancies were found. As the dovetail feature is flared and compressed, the root cause is attributed to user error resulting from misalignment between the inserter and the articular surface. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.